Event description:
The customer reported that on (B)(6) 2012 they experienced mg (magnesium), phs (phosphorus), tg (triglyceride), pab (prealbumin) and alp (alkaline phosphatase) performance issues on their synchon cx 7 delta clinical system. Beckman coulter inc. Assessment of customer supplied data indicated that on (B)(6) 2012 erroneously low albumin (alb) and/or mg results were generated on a synchon cx 7 delta clinical system for five patients. Although additional analyte results were provided there were no indications that any other analytes besides alb and mg were questioned by the customer as erroneous. The initial suspect results were reported outside of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to the event. Upon repeat, higher results were generated which were considered valid. Corrected reports were issued. Beckman coulter inc. Assessment of instrument analyte performance data indicated that quality control (qc) results during the timeframe of the event demonstrated some imprecision. The customer noted that qc was low but came back into range upon recalibration utilizing a new bottle of calibrator. No sample handling/collection information or additional system information was provided by the customer.

Manufacturer narrative:
Service was dispatched on (B)(6) 2012 to the site for this event. The field service engineer (fse) checked the system over and found that the reagent probe was missing some coating from the tip. Both mixers were scratched up and the t-valves appeared old. The fse replaced the t-valves, wash inserts and sample probe. The sample and reagent tips were replaced. The fse calibrated the chemistries and executed analyte quality control assessments which generated acceptable results. The instrument was returned back into operation after the completion of necessary and verified repairs. The specific cause of the event is not known